Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block assembly was determined to be defective. The customer was provided with a replacement product. (B)(4).

Event description:
It was reported to resmed that an astral device sensor was out of range. The product was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device sensor was out of range. The product was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device pneumatic block was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the inspiratory flow sensor revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination during the manufacturing process. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).